Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The index knob and lock were worn, requiring replacement of worn internal parts.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2021-00258, 3004608878-2021-00259 . A facility reported that the locking knob on the mayfield modified skull clamp (a1059) is hard to lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.